Manufacturer narrative:
Device evaluated by MFR asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the catalytic converter and oil mist filter were returned and tested. The unit pumped down normally without any smoke and completed a cycle. The return of the catalytic converter and oil mist filter could not be confirmed. The assignable cause of the smoke/haze issue is the catalytic converter and oil mist filter. The field service engineer replaced/cleaned these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluation by manufacturer: check no. Check reason for non-evaluation ¿device evaluation anticipated, but not yet begun¿. The catalytic converter and oil mist filter were received for evaluation on 12/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the top of the sterrad® 100s sterilizer and confirmed that loads were passing. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite.